Manufacturer narrative:
This report was submitted on march 16, 2023.

Event description:
Per the clinic, the patient experienced pain and magnet dislodgements during an MRI. Surgery to reposition the magnet was completed on (B)(6) 2023. The implanted device remains.